Event description:
It was reported that during a chronic catheter placement procedure, the device was allegedly leaking over the tunneler. It was further reported that the catheter is removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photo shows one powerline d/l catheter placed over a product label. Caps were noted on both the luers and clamps was noted to be engaged. The investigation is inconclusive for the reported fluid leak issue as there was no objective evidence obtained from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2025), g3, h6 (method) h11: b5, h6 (patient, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a chronic catheter placement procedure, when the catheter was salinized, the saline solution was allegedly found to be leaking over the tunneler. The procedure was completed using another device. There was no patient contact.